Manufacturer narrative:
The reported event of the data problem was confirmed. As received, a complete device was returned in one piece with a voltage above the elective replacement indicator (eri) level for analysis. Analysis of the device image indicated that the device was within a normal range of operation, and the strange inscriptions noted in the field were due to patient information data having a non-zero value on a shipped set device which resulted in strange characters.

Event description:
It was reported that the during device preparation prior to the procedure, the pacemaker exhibited a diagnostic issue. The pacemaker was not used and replaced. There were no patients involved.